Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/28/2015 and found problems with probe movement (insufficient/malfunctioning travel). The probe, piercer and backwash wash valve were replaced, the backwash area rebuilt, all slide (traverse) mechanisms were cleaned and lubricated, and the probe aligned to all bath positions resolving the reported issue. Fse performed verification of instrument to meet the specified requirements per established service procedures. (B)(6).

Event description:
The customer reported that approximately 15 ml of fluid leaked from the coulter ac&#29984;5diff cap pierce (cp) hematology analyzer bath area and was contained inside the bath drip tray. The customer also reported that the white blood cell (wbc) count was 0.1 and hemoglobin (hgb) count was 0.0. The customer was wearing personal protective equipment consisting of gloves and goggles at the time of event and there was no biohazard exposure to mucous membranes or open wounds. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.